Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, compromised tubing/hole. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, within abrasion, in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was present on both pump exhaust tubing and pump inlet tube. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the exhaust tubing was overlapping while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the shorter length pump exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.